Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they don't seem to be getting any response from the device. Patient clarified that for a week now they have been trying to get the stimulation to vibrate and it will vibrate but it feels like a feather brushing past you and not like it used to be. Patient mentioned they turned the stimulation up to 7.2 in group c and it felt faint. Patient also reported they do not feel the relief in their knee or hip. Patient reported last night they moved over in bed and the pain woke them up from sleep. Patient confirmed the controller is taking a charge from the wall and charging the implant. Patient stated medtronic rep was at their surgery and inquired if they could help the patient. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.